Manufacturer narrative:
According to the customer their nebulizer does not "bubble" or "disperse" their albuterol medication. Per the customer they do not have another way of receiving their required medication and need the nebulizer due to asthma. The customer has not required additional medical care. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer their nebulizer does not "bubble" or "disperse" their albuterol medication.